Manufacturer narrative:
Please see report number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the lumbar catheter / drain placement, it was noticed that spinal fluid was leaking from a supposed hole in the side of the catheter. The device was replaced and it was confirmed that the second catheter did not leak.